Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, difficulties were experienced when interrogating the subject ICD. The reading of the device memories could not be properly performed although the leds on the programming head were green. The device memories could eventually be opened, but a ventricular tachycardia (vt) episode recorded on (B)(6) 2021 at 10:14 was not visible. Only the end of the episode, showing the delivered atp, was available.

Event description:
Reportedly, difficulties were experienced when interrogating the subject ICD. The reading of the device memories could not be properly performed although the leds on the programming head were green. The device memories could eventually be opened, but a ventricular tachycardia (vt) episode recorded on (B)(6) 2021 at 10:14 was not visible. Only the end of the episode, showing the delivered atp, was available.